Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent partial removal of the mesh on (B)(6) 2011 where the surgeon noted he could ¿see where the mesh becomes well-incorporated circumferentially; therefore, the unincorporated mesh was excised and after that the mass disappears into the dense scar tissue.¿ it was reported that the patient underwent surgical repair ¿of a defect caused by the failed mesh¿ on (B)(6) 2012. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.